Event description:
No sample or picture was available for evaluation. The logs were evaluated and confirmed upstream occlusion alarms. Therefore, the customer complaint was confirmed. An upstream occlusion alarm is triggered when the lvp cannot fill the ipc (pumping chamber) of the administration set due to the inlet tubing of the set being kinked or the slide clamp being actuated on the tubing. The small syringes can sometimes cause this to trigger when infusing from the secondary access port (through the secondary lav). It is also possible the spike was not inserted correctly into the solution bag. If an administration set triggers this alarm without the tubing being kinked/clamped or without infusing through a small syringe (5 cc), there could be an issue with the administration set that needs to be investigated. The reported failure could not be replicated and exact root cause could not be provided because a sample was not returned for evaluation. The current process controls detection include 1) 100% leak and occlusion test is performed through the leak and occlusion test machine in order to capture units with any blockage or leak failure mode, 2) quality sampling for final physical testing, for performing a flow and underwater leak tests, 3) 100% visual inspection related to kinks during the manufacturing process and final physical inspections.

Event description:
The following has been reported: biomed reported: picked up a pump they said was giving them problems. Biomed clean the pins and ran a test infusion. No patient harm/infusion stoppage reported. "Although a fresenius kabi administration set was being used, the model # or lot # was not disclosed by the customer." A preliminary review identified the following issue: clogged admin set. Issue stopped an active infusion. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.